Manufacturer narrative:
H6: broken jaw ramp. Evaluatiom summary: the analysis results found that one was returned for analysis. The device was noted to have the jaw ramp broken off from the right side. In addition, the event described could not be verified as there were no clips remaining on the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap gall bladder procedure, the clips misfed on the 5th firing. Another clip applier was used to complete the case. There was no patient consequence.